Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02706 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt reported that her stimulator turned on by itself. This behavior started four days prior. When the stimulator would turn on by itself, the pt said she re-communicated her ipg and pt programmer, but no amplitude bars were displayed. The lead had migrated and when the sales rep met with the pt, it seemed that she was experiencing a sensation over the nerve area from the lead itself. New leads were implanted on (B)(6) 2010. A new ipg will be implanted.

Manufacturer narrative:
Eval - method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.